Event description:
It was reported that the pump display was not functioning properly. The display opens menus without touching the screen and opens the wrong display when pressing a certain menu. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.